Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 5 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10.

Event description:
It has been reported that the bd autoshield duo pen needle 30ga 5mm has been found damaged during use. The following has been provided by the initial reporter: material no: 329515, batch no: unknown . It was reported that the needles are forming a lot of bubbles. Verbatim: the needles are forming a lot of bubbles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd autoshield duo pen needle 30ga 5mm has been found damaged during use. The following has been provided by the initial reporter: material no: 329515 batch no: unknown. It was reported that the needles are forming a lot of bubbles. Verbatim: the needles are forming a lot of bubbles.